Event description:
(B)(4). A weld on the side of the frame is sharp on the bed and has the potential to cause injury.

Manufacturer narrative:
Additional information will be added as it becomes available.